Event description:
It was reported that the system had a high shock impedance alert. The weekly low impedance measurements started around 100 ohms since implant in 2021. The measurements went over 200 ohms a few months after implant. There is some fluctuation that looks physiologic over time. The doctor will bring the patient in for x-rays to get a better look at the system placement. There were no known adverse patient effects. The system remains implanted.